Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The tech plugged the bed in and tested the nurse call and found no issue, the bed function as designed.